Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that after removing the lead from the battery that was going to be replaced, the sheath on the outside of the lead was able to be slid back from the electrodes on the end of the lead that enters the battery head the patient had. Patient did not experience any symptoms other than a low battery. No external/patient factors reported may have led to this issue. It was noted that the lead was placed back into the new replacement battery and the bellows and toe were seen during the impedance check. It was noted that the manufacturer's technical services support /engineering was contacted for troubleshooting. It was unknown if the issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient's ins was turning off by itself and when it did, their symptoms returned almost immediately. Patient could tell it was off because they had discomfort pain, a burning sensation, which they had not had since implant. Patient's ins had turned off before and they got the poor communication on their programmer and the settings were erased. Patient had their programmer reprogrammed and got it working again but was seeing the issue. It was noted that the patient was told they had a year left on their implant battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The representative later reported that the lead sheath issue did not result in any issue to the patient and patient outcome and if lead was functioning okay was reported as unknown.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3037 lot# , (B)(6) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that on 2017(B)(6), the patient came into the office with a manufacturer representative (rep). Per the rep, the patient needed a battery change. The scheduler from the hcp office was going to contact the patient to schedule them in the operating room. It was noted that the system was placed in 2012.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v877361, implanted: (B)(6) 2012, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the day of the procedure. It was reported that during the case for battery replacement they were able to disconnect the battery from the lead without issue but when they got the ins off the actual sheath that the lead is in is pulling away or can be`flipped back and forth¿ from the electrodes that are on 'the top end of the lead'. Caller confirmed the sheath issue is in the proximal end in the header block. Caller states even so, the patient is able to get bellows, motor response. It was unknown if the issue was resolved at the time of the report. No further patient complications were reported or are anticipated as a result of this event.